Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism. There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal, lead was not fully inserted into the device when tightened.

Event description:
It was reported that during implant attempt, at first everything was ok. We observed nice parameters, tested and terminated successfully 2 times with the first attempt with 25j. However, as soon as the patient start moving, there was a vf detected treated with the shock. Together with the physician we examined the episode and saw it was a false detection due to some noise. Then suddenly the second shock occured in practically the same situation. So we quickly switched off the detections, checked the x-ray, device parameters, and tried to provoke another fast v events again (we observed them several times). Lead position on x-ray as well as all parameters were fine before the testing, after the testing and even at the time of those shocks. The situation was finally solved by extracting the lead and implanting a new one. The lead was extracted and replaced by a new one. Patient was ok, his status was stable.